Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be a use error of setting the tidal total ultra filtration (uf) removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain alarm 106 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log. The alarm occurred on (B)(6) 2014 at 14:26:07. No additional information is available.